Event description:
(B)(4).

Manufacturer narrative:
The device was not received as of this date. The database showed no quality notifications were opened for the device. A review of the complaint history for sn (B)(4) was performed in (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 28-aug-2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement. This file was closed because the device was not received within 55 days of opening the file. Device was not returned to manufacturing facility.